Event description:
It was reported that the customer experienced high blood glucose levels after having treated based on an inaccurate sensor glucose reading. The blood glucose reading was 361 mg/dl. The customer stated that the sensor glucose reading was 400 mg/dl. She stated that she put in her sensor the night prior, and it had showed a sensor glucose reading of 64 mg/dl; she stated, however, that she had high blood glucose throughout the day. When she observed the sensor glucose reading of 64 mg/dl, she treated with a glucose tablet and stated that she was okay. She found her blood glucose levels to be high after breakfast thereafter. She reported that sometimes she had issues with insulin not being absorbed. The insulin pump alarmed low reservoir, which was cleared. The insulin pump passed the high pressure test and no bent infusion set cannula was found. Advised an entire infusion set, reservoir and insulin change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.